Event description:
It was reported that during a coronary stent procedure in which multiple devices were used, the balloon ruptured (reportedly over rated burst) and a vessel perforation occurred. Emergency surgery was performed; however, they were unable to repair the perforation and the pt subsequently expired.